Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.